Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue as the cassette sensor was malfunctioning. The downstream occlusion sensor was replaced to resolve this issue.

Event description:
It was reported that the cassette sensor was malfunctioning. The product fault occurred during testing. There was no patient involvement.